Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient experienced high impedances and inadequate stimulation. The patient underwent a lead revision procedure to change the lead position. The physician stated that the lead had migrated, but he also believes that the lead shifted laterally. No products were explanted or removed. The sales representative did not know which of the two leads were repositioned, as they remain implanted in the patient. The patient was doing well postoperatively and all pain areas were covered again.